Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6), e1: initial reporter phone: (B)(6). Good faith effort attempts were made to retrieve additional details regarding the outcome of the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Investigation results: device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the guidewire fractured. The target lesion was located below the knee. A 300cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, it was noted that the guidewire fractured in the patient and was not removed. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.